Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000140213.

Event description:
It was reported the patient was seen for their post op appointment and experienced weakness in her left leg. As such, the patient is undergoing physical therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Patient still has leg weakness. As such, surgical intervention may be pending.

Event description:
It was reported that the leads were explanted and replaced to address the issue. Reportedly, the leg weakness has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.